Manufacturer narrative:
The suspect medical device was returned to olympus for evaluation/investigation. The evaluation/investigation confirmed that one of the hf cable's instrument connectors got separated from the cable and the copper wires have melted due to heat influence. Age-related wear and tear in connection with a repeated tensile/bending load most likely caused single or all wires inside the cable to break causing the reported breakage of the hf cable. According to the article¿s lot number, the hf cable was manufactured in january 2018. It is assumed that the hf cable was used longer than the 12 months the cable is designed for. Thus, this event/incident can most likely be attributed to age-related wear and tear in connection with improper handling by the customer and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure at an unknown date, the hf-cable broke. The intended procedure was successfully completed with a similar cable and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.